Event description:
It was reported that a 64-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a left-sided 350cc mentor memorygel breast implant and a right-sided 325cc mentor memorygel breast implant on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2023-00007 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, mentor received both devices for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The returned devices were identified as 200cc mentor memorygel breast implants. These did not match the devices which were initially reported by mentor as unknown mentor gel breast implants. The sides of implantation were not disclosed to mentor. After several follow-ups, no clarification was provided. As such, the returned devices are interpreted to be the complaint devices and both lot numbers will be populated in the lot number field. The devices were identified as: brand name: mentor memorygel breast implant catalog: 3507200bc lot: 5554649 unique identifier (UDI): (B)(4). Expiration date: 09/12/2009 manufacturing date: 09/13/2004 brand name: mentor memorygel breast implant catalog: 3507200bc lot: 1006024 unique identifier (UDI) (B)(4). Expiration date: 02/23/2009 manufacturing date: 02/25/2004 a manufacturing record evaluation (mre) was performed for the received lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 13, 2023, mentor completed a visual inspection of the returned devices. Although it is not known which side each device belongs to at this time, the product investigation for lot 5554649 will be summarized in this report. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold, measuring 3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer's reference number: (B)(4).